Event description:
It was reported the dcb00 model intraocular lens (iol) was defective and it never reached the patient at time of surgery. No further information is available.

Manufacturer narrative:
Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 24-jun-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint device was received in the original folding carton. The device was inspected under magnification. The complaint device presented with the plunger rod partially advanced, and the cartridge tip was bent and cracked. The cartridge was also damaged. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod was inspected, and no advancement issues were identified however, the plunger rod tip was damaged. No lens was returned for evaluation. No further evaluation was performed. Complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.